Manufacturer narrative:
Visual inspection shows that the seal is out of deployment tube, and cracked. Other observations are that the plunger was completely depressed and the tension spring components have been pushed forward by plunger and remained in deployment tube. The failure that the seal did not deploy is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.